Event description:
Customer's sister called to report his death. Caller stated that the customer was ill with kidney and heart failure related to diabetes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.